Manufacturer narrative:
The insulin pump received with partially broken reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that pieces of the reservoir chamber where the reservoir screws in had chipped off. The customer's blood glucose level at the time of incident was 136mg/dl. The customer was advised to discontinue use of the device and that it would be replaced and returned for analysis.